Manufacturer narrative:
This report was received from a literature article: roza rozenerg, eva magen, joshua weissgarten and ze'ev korzets. Icodextrin-induced sterile peritonitis: the israeli experience. Peritoneal dialysis international, vol. 26, pp. 402¿409. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, an unspecified number of peritoneal dialysis (pd) patients experienced several episodes (reported as sixteen) of peritonitis manifested by mild abdominal discomfort and cloudy effluent. The cause and treatment of the events were not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patients outcome was not reported. Use of icodextrin was discontinued indefinitely. No additional information is available.